Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during initial drain. The home patient (hp) stated that they disconnected before calling baxter. The technical service representative (tsr) had the hp cycle the power and system error 2367 alarmed. The tsr had the hp check the patient line and the hp stated that it was full of air. The tsr advised the hp to cycle the power again to restart the setup with all new supplies. Per the callscript, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were spiked and connected properly, there was no patient extension line used, there were no open clamps any unused supply lines, and there was not anything unusual noted about the supplies. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp regarding the reported event. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a system error (se) 2240 (air in set) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.